Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: november 24, 2021. Part # 04.168.280s. Lot # 99p8550. Manufacturing site: (B)(4). Release to warehouse date: 14.april.2021. Expiry date: 01.april.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for femoral neck fracture with the fns implants in question. The surgery was completed successfully without any surgical delay. After the surgery, the bone union failure was confirmed on an unknown date. A revision surgery performed on (B)(6) 2022. The fns implants were removed and replaced with tha. The patient was reported as stable. This report involves one (1) bolt for femoral neck system 80mm length-sterile. This is report 1 of 4 for (B)(4).